Manufacturer narrative:
Based on the available information this event is deemed a serious injury. It was confirmed that the end user was prescribed mometasonesurate steroid cream and is also taking imodium. It was also recommended to the end user to apply stomahesive powder over the steroid cream with a protective barrier. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on june 25, 2014.

Event description:
An end user reported having red, irritated skin beneath mass and tape border. The end user stated this happened after a bad case of diarrhea and it has since not gone away.